Event description:
On tuesday (B)(6) 2014 I had a full face treatment with the palomar icon 1540 laser. The handpiece used was the xd. The setting was 15/50 on the machine. The nurse does not know how many passes she did. When questioned she replied, "I don't keep track of that". After the procedure when I got home and looked at my face in the mirror I noticed I looked different. The first thing I noticed was that my eyes looked more sunken in and my face looked flat with no definition from my eyes around the orbital bone. Initially I though I may have some facial swelling and things just need to calm and that's why my face looks different. Over the next couple of days my face seemed to be changing. I no longer had any softness around my eyes. The skin was adhering to the bone. There was no fat there. My veins were not showing through because the skin was so thin with no fatty layer. You could see dark blue marks around my eyes. My right cheek seemed to be disappearing and my left cheek seemed smaller. I called the doctor's office and asked to speak with the doctor and was told she was on vacation. The nurse got on the phone. I completely lost my entire right cheek. It was as if the laser melted the fat in my face. All the fat was gone on both eyes near the orbital bone. All the fat was gone on my right cheek. The loose skin was hanging on my face and I could grab a handful of skin. My left cheek was melting as well but not as quickly as on my right side. My face was burning and throbbing and still looked bronzed for 11 days. I mentioned this to the nurse and the cynosure rep (B)(6) only to be told it was swelling. I told them the laser melted the fat in my face. It was as if I received a liposuction procedure on my face not a non-ablative laser procedure. I was told by the rep that it was impossible for the laser to melt fat. "The laser works on water". He stated. I stated that fat contains water. "Fat does not have water" he said and repeated I must be swollen and it is impossible and I have fat loss. I followed up with a plastic surgeon and I will need a facelift and cheek implants to correct the damage. Currently I have started injectable filler to build up my face and create "cheeks" to keep my skin from hanging and my face dropping. I have loose skin all over my face from having no support with the fatty layer having melted. The burning continued for 11 days and it was as if I could feel the heat still trapped in the tissues and fatty layer melting the fat. The volume of my face would gradually decrease from the morning to the evening with a marked difference in volume loss. I asked the rep and nurse to report my fat loss to the company only to be told by the nurse, "you will have to meet with the doctor to see if she wants to report this". I have extensive fat loss with permanent deformity to my face. Injectible fillers to rebuild my face. (Wednesday (B)(6) 2014) follow up with a plastic surgeon dr (B)(6) 2014 for a future surgery in about a year. Bulging veins under the eye treated. (Wednesday (B)(6) 2014).